Event description:
Patient was revised to address aseptic loosening.

Manufacturer narrative:
Examination of the returned items and review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. Patient x-rays were requested but none provided. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. A cement product remains adhered to the returned stem. It has not been identified as depuy product. The investigation is unable to conclusively determine a root cause. Product error in material, manufacture or design was not identified. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.